Event description:
Customer reported blood glucose results of 28 mg/dl, 23 mg/dl, and 107 mg/dl within 10 minutes on the inform system. Also reported blood glucose results of 51 mg/dl and 178 mg/dl on the inform system. Also reported blood glucose results of 23 mg/dl and 50 mg/dl on the inform system, lab result of 123 mg/dl within 10 minutes. Customer reported no patient symptoms or treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.